Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2026 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery . Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. During the visual inspection of the suture, the insertion mark could not be observed on the strand and one of the ends appears to be broken. The needle was not returned for evaluation, preventing further investigation to determine the assignable cause. Additionally, a photo was provided and it showed the one foil packaging, a winding former and a suture strand, the lot number on the foil packaging is consistent with the actual sample received. Per the conditions of the sample, no conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot s25070113, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.